Event description:
This rv lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on 12/14/2016 stated that the patient presented for routine follow up and noted rv amplitudes have dropped from 6-8mv to 1-2 mv and was undersensing. Sensitivity reprogrammed to 1.0 mv. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).